Manufacturer narrative:
Correction: this report is based on information provided by philips authorized service provider (asp) and has been investigated by the philips complaint handling team. A philips asp evaluated the device during a routine preventative maintenance where the device passed testing. No device logs or patient event files were provided to philips for review. Based on the information available and the testing conducted, the cause of the reported problem was not found. The reported problem was not confirmed. Based on the information available and results of additional analysis, no further action is necessary at this time.

Event description:
Philips received a complaint indicating that the patient had a pulse when asystole displayed on efficia dfm100 defibrillator monitor and check compression indicated by device. The dfm100 was being used to monitor a patient in unknown condition in the emergency department. There was no harm to the patient. Although no direct adverse event to the patient or user was reported, we are considering this to be a serious injury due to a serious deterioration in the state of health of the patient because life-saving therapy/treatment may have been interrupted/delayed. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model# 861290) and will be reported in the united states under device model# 861290.

Manufacturer narrative:
Correction: this report is based on information provided by philips authorized service provider (asp) and has been investigated by the philips complaint handling team. A philips asp evaluated the device during a routine preventative maintenance where the device passed testing. The device log files were reviewed by a philips product support specialist. There were no error messages found which would indicate an ECG monitoring or device malfunction. No patient event files were provided to philips for review. Based on the information available and the testing conducted, the cause of the reported problem was not found. The reported problem was not confirmed. Based on the information available and results of additional analysis, no further action is necessary at this time.

Manufacturer narrative:
Serial number updated to (B)(6). Date of event updated to 05/22/2024. This report is based on information provided by philips authorized service provider (asp) and has been investigated by the philips complaint handling team. A philips asp evaluated the device. The asp was unable to replicate the customer reported fault. Performance verification passed. No device logs or patient event files were provided to philips for review. Based on the information available and the testing conducted, the cause of the reported problem was not found. The reported problem was not confirmed. Based on the information available and results of additional analysis, no further action is necessary at this time.

Event description:
Philips received a complaint indicating that the patient had a pulse when asystole displayed on efficia dfm100 defibrillator monitor and check compression indicated by device. Additional details were received via good faith effort regarding the patient and procedure. The dfm100 was being used to monitor a patient in unknown condition in the emergency department. There was no harm to the patient. The patient age and gender was unknown. Although no direct adverse event to the patient or user was reported, we are considering this to be a serious injury due to a serious deterioration in the state of health of the patient because life-saving therapy/treatment may have been interrupted/delayed. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model# 861290) and will be reported in the united states under device model# 861290.

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
Philips received a complaint indicating that the patient had a pulse when asystole displayed on efficia dfm100 defibrillator monitor and check compression indicated by device. Additional details have been requested. Although no direct adverse event to the patient or user was reported, we are considering this to be a serious injury due to a serious deterioration in the state of health of the patient because life-saving therapy/treatment may have been interrupted/delayed. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model# 861290) and will be reported in the united states under device model# 861290.

Manufacturer narrative:
A philips authorized service provider (asp) evaluated the device. The asp was unable to replicate the customer reported fault. Performance verification passed. No device logs or patient event files were provided to philips for review. Philips is currently waiting for response to good faith effort attempt to obtain additional details regarding the patient and patient event. A follow up report will be submitted upon completion of the investigation.

Event description:
Philips received a complaint indicating that the patient had a pulse when asystole displayed on efficia dfm100 defibrillator monitor and check compression indicated by device. Additional details have been requested. Although no direct adverse event to the patient or user was reported, we are considering this to be a serious injury due to a serious deterioration in the state of health of the patient because life-saving therapy/treatment may have been interrupted/delayed. The efficia dfm100 defibrillator, model#: 866199, is substantially similar to the heartstart xl+ defibrillator (model#: 861290) and will be reported in the united states under device model#: 861290.